Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic/latino female patient underwent a revision breast augmentation with two unspecified mentor gel implants and suffered unexplained systemic symptoms, including a torn retina and joint pain. In addition, the patient reports an increase in symptoms related to her existing lupus. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. This is for one of the reported prostheses.